Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured october 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs consisted of a bright led phone light placed on the backside of the spike and vent. The light that was seen was not consistent as a crack would be the same regardless of different angles viewed; the light may be reflected or refracted light. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had a crack inside the inlet and air bubbles were noticed in the line during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.